Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Tandem technical support instructed the caller to perform multiple actions to resolve an occlusion issue, including delivering boluses and replacing supplies. The customer changed supplies and resumed insulin therapy.